Event description:
The customer reported that their pump screen was dark and would not turn on. Their blood glucose level was recorded at 4.1 mmol/l, which falls within the normal range. Technical support instructed the customer on troubleshooting steps, but the pump did not respond, so a replacement pump was arranged. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery and understood how to return the pump using the provided pre-paid label.

Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 4.1 mmol/l. The customer reverted to manual injections for insulin therapy.